Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified signs of use. The edge of the device has scratches and gouges in multiple areas. There is positive material in one of the cutouts along the edge of the liner from damage. There are 3 locking fingers on the back of the device that have damage to the attaching feature. Verified etch and all product identifiers to confirm the device is conforming to print specifications. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 00434901013; lot# 67375014. E1: full establishment name: (B)(6). G2: foreign, event occurred in china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an implantation of the zimmer tmr reverse shoulder prosthesis, the augmented 3mm liner could not be inserted into the humeral stem. It was noted that it popped up when trying to press it in. Subsequently, a 6mm augmented liner was used instead with the same stem and inserted easily. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.